Manufacturer narrative:
Customer complaint is confirmed. The probable cause is the calibration that was out of spec. D9: device returned to manufacturer 2/20/2024.

Event description:
The event occurred on an unspecified date and involved a plum a+3 with defective mechanical assembly. As per report, the pump was randomly turning on and off. There was unknown patient involvement and unknown patient harm.